Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been updated with this report. (B)(4).

Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The pump was unable to verify no delivery alarm due to prime anomaly. The pump passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. There was no motor error alarm noted. The motor passed motor test. The pump was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of motor error with the customer's insulin pump. The customer's blood glucose level at the time of incident was 369 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.